Event description:
Customer's husband reported to customer service that his wife's freestyle pump will not power on using either the ac transformer or charged battery. Customer stated that his wife could not come to the phone because she was in pain with mastitis, as diagnosed and treated with prescription medication from her physician.

Manufacturer narrative:
The customer was sent a new pump by customer service. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed.p.294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should add'l info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time.